Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
The patient was catharized after photoselective vaporization of the prostate (pvp) procedure. The patient reported that there was blood in the urine bag and it was completely red after two days. No further information was provided by the patient.

Manufacturer narrative:
Date of event: actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis so no visual or functional testing could be performed. Based on the information available, the evaluation conclusion code known inherent risk of device was assigned to this event.

Event description:
The patient was catharized after photoselective vaporization of the prostate (pvp) procedure. The patient reported that there was blood in the urine bag and it was completely red after two days. No further information was provided by the patient.